Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Patient does not know when event occured. Patient went to doctor's office and found dislocation because of loose shell. Revision surgery was scheduled for (B)(6) 2017. Replacement with new cup liner and head. Completed successfully.